Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the style was cut and placed with the catheter on (B)(6) 2017. On the same day, CT examination revealed that the stylet was left in the patient¿s body. Both ends of the stylet perforated the vessel wall; the proximal end located in the adipose tissue and the distal end located near the endocardium through the inferior vena cava wall and the adipose tissue under the left atrium and a floating fragment was observed in the right ventricle. The patient was moved to another hospital in order to remove the remnants. Update: the stylet was removed percutaneously via the subclavian vein on (B)(6) 2017. The patient's condition is good after the removal. During the removal procedure, the proximal end of the stylet was found in the catheter and did not perforate the vessel wall. In addition, the operator has placed the device 20 times with the senior doctor, but this event occurred when the operator placed the device for the first time without the senior doctor. No further information is expected for this event.